Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 2.4; lab: 3.4. Lab draw performed 5 minutes after meter test.